Manufacturer narrative:
Investigation/conclusion: strip lot k348396 expired in may 2015. No other complaints have been reported for this strip lot when it had been within expiration. In-house testing had not been conducted for this lot when it was within expiration. The product had performed within expectations when the product was tested once outside of expiration. A review of the manufacturing records for strip lot k348396 did not uncover any relevant non-conformances. The lot meets release specifications. The customer was using a product which had already been expired for approximately 6 months when their inratio test was performed. This cannot be ruled out as a cause for the unexpected result. The customer's complaint was replicated once with retained strips outside expiration. Although this occurred, the product was still determined to be performing within expectations. No corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
A patient in germany alleged a variance between the inratio2 inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio2 inr: 2.9, laboratory inr: 1.4, time between test: one after the other. The therapeutic range was 2.0 - 3.0. The strips were reported to be past their expiration date. There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)